Event description:
As reported, surgeon reported that he might possibly have a patient with a logic porous tibial tray that is loose. He will continue to follow the patient and informed us if they require any revision surgery. The x-ray shows a radiolucent line but he explained sometimes these are asymptomatic and resolve. No additional information available. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received. (H3) the tibial loosening reported may have been the result of an insufficient bond between the tibial tray and the bone. However, this cannot be confirmed as the devices were not available for return and pre-revision radiographs were not provided. The most probable root cause associated with the reported event of "loosening - tibial¿ is associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.